Event description:
It was reported that a spectrum pump alarmed door jammed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door jammed was confirmed and was determined to be caused by a failed door latch hooks. The failed door latch hooks was replaced. See scanned page.